Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude noise which led to oversensing and pacing inhibition of up to seven seconds. Analysis of the system was performed and it was found that this happened soon after implant. It was determined that, based on the morphology of the episodes, this was due to air entrapment on the device header. Technical services clarified that once the air is taken out the issue should be resolved, in the meantime, reprograming options were discussed. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined the observed noise may have been the result of a hole in a setscrew. This can cause temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug, resulting in noise. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude noise which led to oversensing and pacing inhibition of up to seven seconds. Analysis of the system was performed and it was found that this happened soon after implant. It was determined that, based on the morphology of the episodes, this was due to air entrapment on the device header. Technical services clarified that once the air is taken out the issue should be resolved, in the meantime, reprograming options were discussed. At this time, this device remains in service. No further adverse patient effects were reported.